Event description:
Needle broke in use on or about 11/15/94. Pt's condition is unk.

Manufacturer narrative:
Section h-6, codes 86, 100, & 68 = actual sample was returned for evaluation. Metallurgical analysis revealed the product was not MFR by co (domestically or internationally). Analysis revealed the needle is one very similar to those produced by smith and nephew mpl. Closing complaint-non-co's product.